Event description:
The customer reported that she activated a pod at 10:00am, and that throughout the day her blood glucose results were between 200 mg/dl and 299 mg/dl. She was using a continuous glucose monitor and did not have specific results. During the call, she stated that over 8 hrs ago, her blood glucose was 300 mg/dl, so she gave herself a 1 unit bolus of insulin. Her blood glucose decreased to 100 mg/dl. After she ate, it rose to 299 mg/dl. She did not believe that her basal was being delivered properly. She removed the pod and noticed that the middle of the cannula looked slightly kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."